Event description:
It was reported that the front gauge is not working.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. Manufacturing DHR not relevant due to the age of the device.